Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thyroidectomy procedure, the harmonic ace tip detached, preventing the procedure from proceeding. The tip fell into the patient and was retrieved during the same procedure, with complete retrieval confirmed through visual inspection. No additional surgical procedures, such as laparoscopy or open surgery, were necessary for removal, and no post-operative imaging¿such as x-ray or ultrasound¿was conducted to check for remaining fragments. The operation was completed robotically, employing a backup instrument of the same type to finish the procedure. There were no additional injuries to the patient reported, and the patient has not returned to the hospital due to any post-surgical complications associated with retaining a foreign object. The instrument involved in the incident was available to be returned to intuitive surgical for evaluation, but it was not specified whether the retrieved fragment will also be returned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation.

Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have one blade broken at the base. A piece approximately 14.53 mm x 2.14 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument.